Event description:
It was reported a portion of the coating detached in the pt's aorta during a difficult athrotomy procedure. Surgical retrieval of the detached segment followed. No further info was available regarding the circumstances surrounding this event. Directions for use state: "as with any other guidewire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula."